Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. H6 component code: others (g07). Investigation summary: the device was returned with the tissue pad damaged, melted, not all present and the missing portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4); batch #: u93t5w. Investigation summary: the device was returned with the tissue pad damaged and 100% present. In addition, the tissue pad was attached to the clamp arm, and not detached as reported by the customer. The device was connected to a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components, and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a laparoscopic distal gastrectomy, the tip of the tissue pad fell off after the device activated for 4 to 5 times. There was a crack on the tissue pad before use. The surgeon felt a little strange with the tissue pad. The tissue pad dropped down when he touched it at outside of the patient¿s body. The device was used on the greater omentum. The blade tip was not broken off, and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. The patient is stable. No further information is available.